Event description:
For a patient with primary language of spanish. Rx# (B)(6) received on (B)(6) 2023. First input on (B)(6) 2023 by technician. E-script sig read: "test 2 by misc. (Nondrug; combo route) route every day" with message to pharmacy "increased frequency." Prescription inputted as "uselo para analizer su azucar en la sangre una vez al dia (use to test blood sugar once daily). Quantity dispensed 100, day supply inputted as 50. Prescription directions, quantity. And day supply inputted were not consistent, and pharmacist failed to clarify during final prescription review. Believed that the directions should have read to test twice daily, but this was not consistent with other prescriptions for testing supplies (lancets and alcohol pads). Ismp, 5200 butler pike, plymouth meeting, pa 19462 I phone: 215-947-7797 I email: merp@ismp.org. Submission ID: (B)(4). Ref report: mw5155519.